Event description:
It was reported that the patient presented to clinic with a device exhibiting premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory via review of the device image. A longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.